Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After connecting the posi to the chamber and performing flushing, a leak occurs at the area indicated in the photo (red circle).

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a minor dent on the catheter adapter inner luer. The sample was subjected to a catheter leak test and passed with no abnormality observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed; the dent was suspected to be caused by the pick and place tool which was loosened and hit the luer area when picking the adapter from the pallet. As current control, there is an outgoing functional test in place to check for catheter adapter leakage. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.